Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro that are for an endoscopic vein harvesting procedure was defective. The hospital did not report any patient effects.

Event description:
The hospital reported that vasoview hemopro that are for an endoscopic vein harvesting procedure was defective. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue buildup and blood were observed on the jaws. A microscopic inspection was conducted. The heater wire was slightly flexed away from the hot jaw. The wire remained attached at the tip and base of the hot jaw. The silicone insulation on the cold jaw was completely intact with no sign of peeling or detachment. No other failures were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU (B)(4)) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the condition of the device as returned, the specific failure mode could not be identified as no specific failure mode was reported. However, the analyzed failure mode ¿material twisted/bent; wire" was confirmed.